Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-oct-2020. The most recent information was received on 04-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("chronic fatigue"), muscle spasms ("muscle spasms"), lacrimation increased ("weeping eyes"), pruritus ("itching"), erythema ("redness on the skin"), ligament pain ("ligament pain (sacrum, coccyx)"), musculoskeletal pain ("joint, muscle pain"), musculoskeletal stiffness ("muscle stiffness") and depression ("depressive"). Essure treatment was not changed. At the time of the report, the menorrhagia, fatigue, muscle spasms, lacrimation increased, pruritus, erythema, ligament pain, musculoskeletal pain and musculoskeletal stiffness outcome was unknown and the depression had not resolved. The reporter considered depression, erythema, fatigue, lacrimation increased, ligament pain, menorrhagia, muscle spasms, musculoskeletal pain, musculoskeletal stiffness and pruritus to be related to essure. The reporter commented: onset of the events was progressive. The patient is taking the steps on the advice of the r.e.s.i.s.t. Association. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("chronic fatigue"), muscle spasms ("muscle spasms"), lacrimation increased ("weeping eyes"), pruritus ("itching"), erythema ("redness on the skin"), ligament pain ("ligament pain (sacrum, coccyx)"), musculoskeletal pain ("joint, muscle pain"), musculoskeletal stiffness ("muscle stiffness") and depression ("depressive"). Essure treatment was not changed. At the time of the report, the menorrhagia, fatigue, muscle spasms, lacrimation increased, pruritus, erythema, ligament pain, musculoskeletal pain and musculoskeletal stiffness outcome was unknown and the depression had not resolved. The reporter considered depression, erythema, fatigue, lacrimation increased, ligament pain, menorrhagia, muscle spasms, musculoskeletal pain, musculoskeletal stiffness and pruritus to be related to essure. The reporter commented: onset of the events was progressive. The patient is taking the steps on the advice of the (B)(6) association. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.